Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 75 colony forming units (cfus) of enterobacter cloacae and pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The test results revealed no detection of microbial contamination on the device and was conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. As of this report, olympus has not received the device back for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: scope cover leak. Distal end cap cover insulation < threshold . Insertion part light guide bundle fiber breakings. Distal end cap third party repair center (tprc) . Bending section rubber glue tprc . Insertion tube and protector tprc. Key top 1 worn out. Angulation less or specified value. Biopsy channel < spec. Value. Uneven illumination tprc. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.